Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional data: b.5, d.1, d.4, d.7, g.3, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported ultrasound finding of "right axillar up to level ii at least 5 lymph knots up to 2 cm with a typical hyperflexible structure as a sign for silicon" and noted a "fully destroyed protheses", "advanced capsular contracture" during surgery. The device has been removed.

Manufacturer narrative:
Reason for reoperation is rupture and lymphoma. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported lymphoma was found in the their right breast and the right breast implant is ruptured. This pr refers to right side. The device remains implanted.